Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation down the right side of their body. Impedance measurements showed readings of < 250 ohms on electrode combinations of #-8-9, 8-11, and 9-11. Readings for group 2 was 72 ohms (>35 ma) with parameters of electrodes 3, 9, 10, 11 at 4.3 volts, 40 hz, and 450 microseconds. Additional info was requested.